Event description:
The manufacturer received information alleging a "service required" and "internal battery depleted" alarm conditions occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs to be replaced to address the issues.